Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the camera head insertion slot of the visera elite xenon light source was broken. The issue was found when preparing the device for use in a therapeutic procedure. The procedure was completed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and a malfunction of the scope detection switch occurred due to damage to the output connector (light guide connection) insertion slot. The report is being submitted due to defect found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. The device was returned to olympus for inspection and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely, the following led to the malfunction damage to the output connector (light guide connection) insertion slot. Olympus will continue to monitor field performance for this device.